Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.

Event description:
The customer reported that the device knife came out of the guiding tracking during a colorectal procedure. Additional questions have been asked to the site contact in regard to the device and incident. The device was returned with the knife blade exposed.